Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose value when admitted to hospital was 580 mg/dl. The customer was treated with intravenous fluid. The customer stated that the insulin pump had motor error and no delivery alarm. The customer stated that the insulin did exited. The insulin pump will not be returned for analysis.